Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the fast-fix 360 suture broke. The procedure was completed using a back-up device, but it is unknown if there was a delay. No further complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting with the suture and both implants returned off the insertion device the knot was fully tightened and the suture string and implants were all intact. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture material specification found a material certification of analysis is required with each lot. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the fast-fix 360 suture broke. And it was removed using pliers. The procedure was completed using a back-up device, and a non-significant delay was reported.. No further complications were reported.